Manufacturer narrative:
The user facility reported the device has been fixed and was back in service. No additional information was provided. Covidien ref: (B)(4).

Event description:
A report was received from the USA stating that the device was being used on a patient. The patient was removed from the device for an unspecified procedure. Upon completion of the procedure, the patient was expected to be placed on the same device; however, the device had error codes and shut down. The patient was placed on a second ventilator. No additional information was provided regarding patient outcome. The date of the event was not reported.